Event description:
Paramedics attended to a person diagnosed as pulseless and apneic. The pt was connected to the defibrillator using another MFR's defibrillation electrodes and asystole was displayed. The operator reported the device displayed an inappropriate "pads lead off" message. An automated external defibrillator was made available and used to administer shocks to the pt. The pt's outcome was not reported.